Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller has not received the death report. The caller stated that the customer had open heart surgery on (B)(6) 2016, was in the hospital for eleven days, was home for six days, recuperating, before death. She had respiratory distress the day of passing; the caller asked if the she wanted to go to the hospital, but, she decided to stay home and take a nap. When the caller went to check on the customer, she had already passed. The caller also stated that the customer was having high and low blood glucose; she was sweating, which normally meant that her blood glucose was going down. The customer had difficulty controlling her blood glucose, had kidney failure, kidney transplant, heart attack and angioplasty. The caller did not know the customer's blood glucose at the time of death; the last recorded value was 179 mg/dl. The customer was wearing the insulin pump at the time of death. The caller no longer has the insulin pump.